Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("one of the coils migrated, perforating her uterus/ left side of the uterus") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy menses") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 2008,(B)(6) 2012)), endometriosis and bladder disorder. Previously administered products included for an (B)(6) indication: provera from (B)(6) 2013 to (B)(6) 2015, micronor from (B)(6) 2013 to (B)(6) 2015 and nystatin. Concurrent conditions included obesity, anesthesia, genital bleeding, back pain, blood transfusion and left lower quadrant pain. Concomitant products included lidocaine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 2 years 2 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection") and cystitis ("bladder infection") with bladder pain. On an unknown date, the patient experienced infection ("multiple infections"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and abdominal pain lower ("left lower abdominal pain"). The patient was treated with antibiotics, surgery (unilateral salpingectomy - laparoscopic left salpingectomy on (B)(6) 2013 ) and surgery (nova sure endometrial ablation,dilatation curettage removal of essure coil from left cornua). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, infection, abdominal pain, dysmenorrhoea, vaginal haemorrhage, cystitis and abdominal pain lower outcome was unknown, the menorrhagia was resolving and the pelvic pain and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, fallopian tube perforation, infection, menorrhagia, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure coils inserted bilaterally. 1 coil and 4 coils seen on left and right ostia, respectively. On (B)(6) 2013, essure was unilateral salpingectomy - laparoscopic left salpingectomy; removal of remaining essure device by laparoscopically assisted vaginal hysterectomy and left salpingo-oopherectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. On (B)(6) 2013, complete pelvic ultrasound and transvaginal pelvic ultrasound:- technique: high-resolution real-time ultrasound examination was performed. Static linages were obtained in transaxial and longitudinal planes. Complete pelvic ultrasound findings: technologist notes suboptimal images felt to be related to large body habitus and incomplete prep. Bladder is only very mildly distended limiting transabdominal visualization of pelvic contents'. Uterus is poorly seen, measured at 6.5 cm cc x 3.0 cm ap x 4.9 cm transverse. Endometrial stripe is not adequately seen to measure. Right ovary is measured at 2.8 x 2.7 x 2.2 cm and left ovary is measured at 3.1 x 2.5 x 2.3 cm. There are probably multiple tiny peripheral ovarian cysts consistent with follicular cysts. Otherwise no abnormal mass or abnormal fluidcollection is seen. Endovaginal imaging is indicated as ordered and to better visualize suboptimally seen ovaries and poorly seen uterus. Transvaginal pelvic ultrasound findings: uterus is 6.9 cm cc x 4.2 cm ap x 5.1 cm transverse. Endometrial stripe double thickness is 3.8 mm in fundus. The uterus is mildly retroflexed and is otherwise unremarkable. Right ovary is 3.9 x 2.1 x 2.1 cm and left ovary is 3.8 x 2.4 x 1.7 cm. Each ovary contains multiple sub centimeter simple cysts consistent with follicular cysts. Blood flow is seen in each ovary on color doppler imaging with normal symmetric conspicuity. Otherwise no abnormal mass or abnormal fluid collection is seen. Impression: limited transabdominal visualization due to only slight distention of bladder, but otherwise a normal pelvic sonographic survey including transabdominal and endovaginal imaging. On (B)(6) 2013, fluoro hysterosalpingogram indication: status post essure placement. Findings: there is normal distention of the uterine cavity without evidence of filling defect. Both microinserts are satisfactory placed with the proximal and at the level of the cornual-tubal junction. There is evidence of category 1 bilateral tubal occlusion. Impression: status post essure placement. Both micro-inserts are satisfactory placed with the proximal and at the right corneal-tubal junction. There is evidence of category 1 bilateral tubal occlusion. On (B)(6) 2014, x-ray abdomen,one view-technique: a single ap view of the ;abdomen was obtained. Findings: there is a linear wire in the right hemi pelvis, which is suggestive of a unilateral essuren closure. The osseous structures are unremarkable. The bowel gas pattern is within normal limits. Clips are noted in the right upper quadrant. The osseous. Structures are within normal limit. Impression: findings as described and ultrasound abdomen complete- history: left-sided flank pain. Renal stones. Technique: real time sonographic imaging of the abdomen was performed. Findings: no discrete lesions identified in the pancreas. The abdominal aorta displayed normal configuration and flow as well as an average ap diameter of about 1.6 cm. The over appeared moderately enlarged measuring about 19 cm in craniocaudal dimension. T displayed diffuse fatty changes. No discrete lesions. No intra or extrahepatic biliary dilatation identified. Spectral analysis and color doppler displayed normal flow in the portal and hepatic veins as well as the inferior vena cava. The gallbladder is surgically absent. The common bile duct measured 4 mm in diameter. The right and left kidneys measure about 11.4 and 11 cm respectively in maximal craniocaudal dimensions. No discrete parenchymal lesions. No stones, calcifications or hydro nephrosis. The spleen appears slightly enlarged measuring about 13 cm in maximal dimension. No discrete lesions. Impression: hepatomegaly as well as fatty changes of the liver. No discrete lesions. Status post cholecystectomy. No renal stones or hydronephrosis. Mild splenomegaly. On (B)(6) 2014, CT abdomen and pelvis without contrast- techniques: contiguous axial images were obtained utilizing a multislice, multi detector CT scanner, postprocessed reformations were also submitted for review. Findings: kidneys: a few tiny non obstructing renal pelvic stones are identified bilaterally ranging in size from 0.5 mm up to 2 mm. No ureteral stones or calcifications identified. No hydro nephrosis or hydroureters. Urinary bladder: a stone measuring 2 x 3 mm identified within the urinary bladder adjacent to the left ureteral ostium. No focal wall lesions or other filling defects. Reproductive system: the uterus did not display any obvious focal abnormalities apart from radio dense linear object likely representing status post essure placement, h is identified partially within the uterus and partially likely within the proximal aspect of the right fallopian tube. No left sided essure wire identified. The adnexa appear within normal limits. Impression: a few tiny non obstructing renal pelvic stones are identified bilaterally. Additionally a solitary stone is identified within the urinary bladder as described above adjacent to the left ureteral ostium. Diffuse fatty changes of the liver. Status post cholecystectomy. Status post right-sided essure placement with part of the essure wire likely within the uterus as described above. No ureteral calculi identified on today's study. No dominant or significant abdominal or pelvic lymphadenopathy identified on today's study. On (B)(6) 2014, pelvic ultrasound complete-technique: this study was accomplished using a toshiba xario¿ multi-specialty ultrasound system equipped with a multi frequency transducer. Transabdominal and endovaginal gray-scale realtime images of the pelvis were obtained. Findings: the uterus is retroverted, measuring 8.1 x 5.6 x 4.5 cm. There are two uterine fundal fibroids, one which is hypoechoic measuring 15 x 13 x 9 mm. The other is isoechoic and measures 19 x 14x 18 mm. In the region of the uterine fundus is a very small linear hyperechoic structure which could represent a portion of the patient's essure ® device. The right ovary measures 4.4 x 2.7 x 2.5 cm and the left 3.4 x 1.9 x 2.0 cm. Both demonstrate normal follicular changes. There is a small thick-walled cyst in the left ovary consistent with a corpus luteum. Impression: two uterine fundal mural fibroids identified, the largest measuring up to 1.9 cm in size. Linear echogenic structure seen on a transverse image in the region of the uterine fundus may represent patient's essure device at the fallopian tube connection. Homogeneous non-thickened endometrium at 8 mm. On (B)(6) 2015, surgical pathology report-diagnosis: uterus, cervix, left ovary and right oviduct, resection: benign proliferative endometrium, benign cervix and endocervical canal, benign left ovary with benign functional cysts, benign right oviduct. Specimen source: uterus, cervix, left oophorectomy, right salpingectomy. Gross description: received in formalin is a 125gram, 7.0 x 6.0 x 4.0 cm ovoid uterus. Inferiorly is a 4.0 x 3.0 x 1.5 cm ectocervix with a 1.5 cm transverse cervical os. Attached on the left surface is a 3.0 x 1.5 x 1.0 cm lobulated ovary. The right adnexal area demonstrates 6.0 x 1.0 x 0.5 cm oviduct. The serosal surface is smooth without nodularity. The myometrium averages 1.4 cm in thickness. The endometrium is velvety red-tan and measures 0.1 cm in thickness. The cut surface of the ovary demonstrates variegated parenchyma with scattered white-tan and focal cyst. Concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, menorrhagia. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication and lab tests were added. Events perforation (fallopian tubes), abdominal pain, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, cystitis, bladder pain, abdominal pain lower were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils migrated, perforating her uterus") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), infection ("multiple infections"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the uterine perforation, infection, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered uterine perforation, infection, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("one of the coils migrated, perforating her uterus"). Hysterectomy was performed to remove essure. Uterine perforation is serious due to medical importance and anticipated according to reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. Plaintiff complained of chronic pelvic and abdominal pain following essure insertion. It was discovered that one essure migrated and perforated uterus. Therefore, given event's nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils migrated, perforating her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("multiple infections"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, infection, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, infection, menorrhagia, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("one of the coils migrated, perforating her uterus"). Hysterectomy was performed to remove essure. Uterine perforation is serious due to medical importance and anticipated according to reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. Plaintiff complained of chronic pelvic and abdominal pain following essure insertion. It was discovered that one essure migrated and perforated uterus. Therefore, given event's nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.